Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of ticket trending data, testing using retained kits, a review of device history record, and a review of product labeling. A review of ticket trending data for the alinity I ca19-9xr (ln 8p32) assay was performed. The review did not identify any trends. A ticket review was completed for the likely cause lot number 98368fp00, which identified increased complaint activity for the issue under review. Accuracy testing was performed to evaluate the performance of reagent lot 98368fp00 using retained kits of the likely cause reagent lot. Acceptance criteria were met, which indicates acceptable product performance. A device history record review was performed on reagent lot 98368fp00, which did not show any potential non-conformances, deviations, or non-conformances. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
All available patient information has been included. No additional patient details are available. This report is being filed on an international product, list number 08p32-20 that has a similar product distributed in the us, list number 8p32-21/31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false elevated ca 19-9 results for 3 patients when processing on the alinity I. The customer stated case 1 was for pancreatic cancer monitoring. The following data was provided: case 1: initial result >1200 u/ml. Retest with 1/10 automatic dilution generated a much smaller value (value not provided). The sample was tested on another alinity and the result was 835.94 u/ml and retest with automatic dilution was 568.97 u/ml. The sample was also tested on roche instrument and the result were >1000 u/ml and retest with 1/10 automatic dilution was 1696 u/ml. The sample was also measured on an architect and the results were >1200 and 516 u/ml. No impact to patient management was reported.